Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not sound from the freestyle libre 2. The customer experienced symptoms described as "visions of images, deep relaxation, anguish, lack of air" and was unable to self-treat. A capillary result of 38 mg/dl was obtained on an unspecified meter and the customer required treatment of milk and sugar and glucagon injection administered by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarms were successfully activated. Therefore the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not sound from the freestyle libre 2. The customer experienced symptoms described as "visions of images, deep relaxation, anguish, lack of air" and was unable to self-treat. A capillary result of 38 mg/dl was obtained on an unspecified meter and the customer required treatment of milk and sugar and glucagon injection administered by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed on the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not sound from the freestyle libre 2. The customer experienced symptoms described as "visions of images, deep relaxation, anguish, lack of air" and was unable to self-treat. A capillary result of 38 mg/dl was obtained on an unspecified meter and the customer required treatment of milk and sugar and glucagon injection administered by his wife. There was no report of death or permanent injury associated with this event.